Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, this pt was treated for a left iliac dissection. Additional gore excluder aaa endoprostheses were implanted to treat the dissection. The pt tolerated the procedure and no further complications were reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional devices involved: pxc141200/8103343 and pxt281414/7169020.